Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer stated the transmitter battery last less than expected and insulin pump received replace battery alarm. Customer also stated that the insulin pump was having issue during prime process. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged no delivery/occlusion alarm - unknown timing, charge/battery lasts less than expected, failed batt test, and prime/fill anomaly found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms, battery alarms, or motor alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, or no delivery alarms were noted in the pump history files and traces. No motor alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. No delivery/occlusion alarm - unknown timing, prime/fill anomaly, and failed batt test were not confirmed during testing. Charge/battery lasts less than expected was not confirmed. Moisture damage was confirmed found on the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Pump was returned for failure analysis.